Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however, the event reportedly occurred in the special care nurse, therefore the patient is presumed to be an infant.

Event description:
The customer reported that the maxzero tri-fuse tubing set occludes during a lipid infusion while in use in the special care nursery. The rn has to "break the line" in order to continue the infusion. The customer further stated that there were no adverse effects caused to the patient from the event.